Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported that the buttons on the insulin pump were not responding. Customer's mother stated the screen was not completely blank, but after a battery change, the screen still frozen with no time update. Customer's mother also stated that there was moisture visible under the display. Customer's mother also reported that the insulin pump returned an error alarm. Blood glucose level was 400 mg/dl at the time of the call. High blood glucose level was being treated with manual injections. No further information was provided.